Event description:
During a supraventricular tachycardia procedure, the catheter was unable to be removed from the patient and the procedure was cancelled. The catheter had been used to map the right atrium but a long sheath was required for transseptal puncture and left atrial mapping. When attempting to remove the catheter, the device would not retract into the sheath. After several attempts, the catheter eventually retracted through the sheath and both devices were removed together. The outer shaft material of the catheter was damaged, exposing the internal components. The procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
One advisor¿ hd grid mapping catheter, sensor enabled¿ was returned for investigation. The catheter shaft outer diameter met specifications however the distal coupler had been displaced and the nitinol frame was exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the withdrawal difficulty remains unknown. The cause of the damage to the paddle is consistent with damage during use.